Event description:
During endoscopic ultrasound, while the md was placing the needle on the scope, the needle luer locking device malfunctioned. According to the eus (endoscopic ultrasound) report the procedure was able to be performed: "fine needle aspiration was performed. Color doppler imaging was utilized prior to needle puncture to confirm a lack of significant vascular structures within the needle path. Five passes were made with the 22 gauge needle using a transduodenal approach." There was no patient impact, and the patient tolerated the procedure well.